Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that charging issue. There¿s no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
((B)(6) 2023) emdr follow up under (B)(4) was submitted successfully on (B)(6) 2023 but was wrongly marked incomplete, actually this (B)(4) is complete emdr follow up report. Therefore pr# (B)(4) is now submitted with correction to mark that (B)(4) is a complete emdr follow up report with same reporting contents as (B)(4) of received mdn: a953f204-92f1-11ed-ca49-000032bd386f@hpp.

Event description:
This report is based on information provided by the local philips onsite service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the philips efficia dfm100 defibrillator indicating that the device was having charging issues. There was no report of patient or user impact. There¿s no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
This report is based on information provided by the local philips onsite service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the philips efficia dfm100 defibrillator indicating that the device was having charging issues. There was no report of patient or user impact. There¿s no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.